Event description:
A hospital in (B)(6) reported that an rt228 infant breathing circuit failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt228 infant breathing circuit is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) for the similar product is k020332. Method: the complaint rt228 infant breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. A visual inspection, pressure test, and dimension measurement were performed on the complaint device. Results: visual inspection revealed no physical damage on the complaint device. The pressure test revealed that the complaint device performed within specification and the dimensional measurement revealed that the complaint device's dimensions are within specification. A lot check revealed no other complaint for lot number 100313. Conclusion: we were unable to confirm the fault reported by the customer as no fault was found with the complaint device. All breathing circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected.